Event description:
Faulty device and broken lead was reported. Device was returned.

Manufacturer narrative:
H3: analysis of the 97716 indicated that the ins was received with no telemetry and no output from any electrode pair. The failed telemetry between ins and rtm is due to the separation of the niobium unipolar feed thru pin to the antenna under the header cover. Three attempts of passive mode recharge were applied to ins. No success in recharging the device. Multiple failed on the adt functional test due to high capacitance between e15 and the case. Suspected bodily fluids exist inside port. During the forth attempt testing on the adt functional test. It indicating the adt tester failed to set lock mode and disconnecting the battery. A recharge session was initiated and was successful at body temperature with 1cm block. Ins pass the adt final functional test. Analysis of the 39565-65 lead found that conductors #4 #5 #6 #7 #9 #10 #11 #12 #13 #14 were broken at the distal end. Multiple unknown conductors were broken in the body of lead. Unable to measure due to returned condition. There is discoloration, degradation of the polymer, and cracking of spacers consistent with mio category 2 on connectors #0-7 proximal end of the lead. There is discoloration with a yellowing to brownish hue consistent with mio category 1 on connectors #8-15 proximal end of the lead. The outer insulation of #0-7 and #8-15 leads has breached mio going into the molder rubber of the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead found weld corrosion on the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) has impedance issues the rep noted that the pt is programmed on compromised electrode pairs and this results in the pt's recharge interval at .6 days. The caller notes that the issues described in this case have not been resolved by replacement of product. Caller states the pt's implantable neurostimulator (ins) pocket site seems normal, ins appears superficial enough and flat. The caller states they had no issue connecting to ins with clinician programmer. The caller is going to adjust the pt's programming to reflect a more reasonable recharge interval to start. Agent noted that it would not be likely that the external components are the root of the issue and it could be related to the fact that the pt would presumably need to charge fully twice a day, everyday. Agent reviewed with caller to discuss best charging practices with pt (i.e. Do not incessantly check the controller while charging). Agent advised that if these initial considerations do not help the issue, we can replace product, we can pull log files/mdt files at next appointment, and assess further from that point. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) also has high impedance on electrodes 2,3,5,7,8,9,12,13 and 14. The exact timing of when these high imped started is not known but the rep did find history that there were 4 electrodes with high imped identified in feb 2024. The rep doesn't know if these open circuits were programmed in the past, other than them needing to do reprogramming around the high imped electrodes. They anticipate needing to replace the lead. Additional information was received from a manufacturer representative (rep). It was reported that the patient has an appointment with the md for feb 1st 2025. Tss reviewed information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for nerve stim therapy. The rep reported that "electrodes 2,5,7, & 12 were over impedance. They were able to program around these electrodes and still provide the patient with adequate parasthesia coverage."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2014, explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedances was still unknown. A lead replacement was to be scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. The rep reported the cause of the impedances was not determined. The patient was programmed around the high impedances and patient has adequate coverage. The issue has been resolved. Weight will not be made available.